Manufacturer narrative:
H11 of initial submission 0003015876-2021-00578 stated the reported complaint was verified.h11 should state: physio-control evaluated the customer's device and was unable to verify or duplicate the reported issue. The device passes functional testing. The device recognizes and shocks a vfib shock-able rhythm.

Event description:
The customer contacted physio-control to report that the power button on their device functioned intermittently. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio identified the device's pcb assembly as the cause of the reported issue. The customer will receive a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the power button on their device functioned intermittently. There was no patient involvement reported with the event.